Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), the protective sheath was removed and there was resistance felt. The account felt a slight 'tug' with removal of the protective sheath. Upon removal the stent was found dislodged inside the protective sheath. The xience xpedition sds was set aside. Another same size non-abbott sds was used for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed and the stent implant was dislodged. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.